Manufacturer narrative:
Sc-1132, (B)(4): device evaluation indicated that the device passed all tests performed and exhibited normal device characteristics. Sc-8352-70 (B)(4): the paddle lead shows that all the tails were cut approximately at 24 cm from the paddle. There are no exposed cables. Damage to the device was similar to the typical explant procedure and was not considered a failure. X-ray inspection of the tails found no cable breakage. Sc-4319, (B)(4): device evaluation indicated that the device revealed no anomalies.

Event description:
A report was received that the patient was experiencing midline and pocket incision pain. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8; surgical lead model #: sc-4318, serial #: (B)(4), description: clik x anchor.

Event description:
A report was received that the patient was experiencing midline and pocket incision pain. The patient underwent an explant procedure.